Event description:
A potential product issue has been reported with our atriste mv sa linear accelerator. In the abundance of caution this issue is being reported. On 2009 (B) (6) a treatment of a pt was not correctly recorded in lantis. There was no injury reported. Preliminary risk analysis is complete. Initial corrective action is initiated. Final corrective action is pending.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical) reason: intentional change of treatment plan since the failed record: an update of the treatment plan would create new records in rtt, the content of rtt would be synchronized with the content of ois. Depending on the number of failed transfer jobs for any one pt, the dose might be wrong by one fraction or more. Part 1:3 (critical). Reason: critical for more than one fraction. Probability: c (remote). Reason: remote for a single fraction (assuming this recording error goes un-noticed, despite the message at rtt, etc...and the user does not perform a manual recording and a treatment plan is intentionally changed after this failed transfer/record in lantis). Treatment plans are normally only changed at a pre-determined stage in the treatment, meaning after dose x or fraction x and usually this change also means that the charts are carefully checked at that point in time. Initial corrective action is to initiate an investigation. No other products are concerned.